Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was not using her device anymore and the battery site was irritating. The patient underwent an explant procedure.

Event description:
A report was received that the patient was not using her device anymore and the battery site was irritating. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 14160667, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not using her device anymore and the battery site was irritating. The patient underwent an explant procedure.